Manufacturer narrative:
Concomitant medical products: 3889-28 lead, implanted: (B)(6) 2016; 3889-28 lead, implanted: (B)(6) 2016; 3058 ipg, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was frustrated after they experienced pain, discomfort, difficulty sleeping and felt like their heart might be "racing." The implantable pulse generator (ipg) was reprogrammed and remains implanted and in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.